Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause: environmental testing conditions.

Event description:
Customer complains of high glucose control test results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-138mg/dl fasting. Verified test strips expire 11/13/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015.no results available in the memory.